Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The device evaluation confirmed an occurrence of error message (sf218), however, performance testing could not reproduce the device fault. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message indicating a main board issue. The alarm resulted in an unexpected restart of the device. There was no patient injury reported as a result of this incident.